Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a white substance was released at the time of implantation through the cartridge. The surgeon is having to do extra aspiration and is reporting that the substance is sticking to the anterior surface of the lens. Additional information was requested.

Manufacturer narrative:
Product evaluation: the cartridge was returned. An excess of viscoelastic was observed dried inside the tip and on the outside of the cartridge. The tip has light stress lines. The cartridge has evidence of being locked into the locking slots of a handpiece. Both rounded tabs of the wings are smashed, evidence of being placed fully into the locking slots of a handpiece. The tab on the right side of the cartridge wing was smashed completely off (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a handpiece, loading forceps and viscoelastic. The associated lens is unknown. Without the lens model it cannot be determined if this is a qualified combination. The root cause for the complaint of 'white substance released at time of implantation" cannot be determined. The customer inquired about the possibility of the substance being top coating from inside the cartridge. Top coat dye stain testing was conducted with acceptable results. However, disruptions/damage to the inner coating was observed on the anterior of the tip. The coating appears to have been pushed/rolled forward along the plunger travel path. This may indicate a bent plunger or that the lens was not in an acceptable position for advancement during delivery. The plunger position in relation to the lens during advancement also cannot be determined. It is unknown if a qualified lens/cartridge/handpiece combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).